Event description:
It was reported that the patient was sent to the emergency department due to drainage at the implantable pulse generator (ipg) site. The patient was prescribed with antibiotics. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7163702 / 7165064. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318 . Batch: 36655650. UDI: (B)(4).

Event description:
It was reported that the patient was sent to the emergency department due to drainage at the implantable pulse generator (ipg) site. The patient was prescribed with antibiotics. No device malfunction was suspected. Additional information was received that all components were explanted and discarded per hospital policy. The patient was doing well postoperatively.